Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released. During servicing on (B)(6) 2024, the autopulse nxt platform (sn (B)(6)) failed functional testing because the band clip cannot be attached to the left-side band slot, preventing the band clip from securely locking into place. The root cause was that the spring plunger was not flattened to the spool pin slot. This caused the band clip to be unable to attach to the left-side band slot. The functional test of the autopulse nxt platform cannot be conducted because the autopulse nxt band clip cannot be attached to the left-side band slot. The band clip was not securely locked into place. The spring plunger was adjusted to the level where it will be flat enough to fit into the pin slot, allowing for attachment of the band clip. Following service, the autopulse nxt platform passed the run-in test without any fault or error. The autopulse passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints for autopulse nxt platform with sn (B)(6).

Event description:
During servicing on (B)(6) 2024, the autopulse nxt platform (sn (B)(6)) failed functional testing because the band clip cannot be attached to the left-side band slot, preventing the band clip from securely locking into place. No patient involvement.